Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 500:320:654:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague infusion pump with a user interface module master software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition could not be duplicated in testing. No repair was deemed necessary in relation to the observed condition. If any additional information is received, a follow-up MDR will be sent.